Event description:
It was reported by the patient's nurse that their catheter was embedded in their intestine. Upon follow up, the nurse stated that the patient was seen in the clinic for a routine visit and noted that they were not draining properly due to ongoing catheter issues (not a (B)(6) catheter). The patient was admitted to the hospital on (B)(6) 2026 for a catheter malposition. The catheter was removed and a new catheter was placed. The new catheter is not working well and so the patient is scheduled to have a permcath placed. The cause of the catheter issues is thought to be too many adhesions, but the cause of the adhesions is unknown. The patient is continuing peritoneal dialysis treatment in the hospital; however, due to the catheter issues, the patient is not completing all treatments. No additional information was obtained. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).